Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had an autofill error. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "autofill error" issue. The fse exorcised unit to no fail and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.